Event description:
It was reported that the right atrial (ra) lead had undersensing and possible far field r-wave (ffrw) oversensing. The electrogram indicated there was undersensing of p-waves and oversensing between the r-wave and t-wave. The ra lead remains in use with a lead revision planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).